Event description:
Patient revised, due to polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 14 years of implantation. The investigation could not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since july of 1994. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.